Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported #0,1, and 2 buttons are not functioning which were reproduced during evaluation and found to be caused by a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the # 0, # 1, and # 2 buttons of a spectrum pump were not functioning. There was no known patient injury or medical intervention associated with this event. No additional information is available.